Event description:
It was reported that the patient was seen in the hospital with increased thresholds and syncope. It was further reported that the patient had low heart rate without pacing in the 30's. Consequently, the device was reprogrammed according with amplitude. The device remains actively implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the hospital with increased thresholds and syncope. It was further reported that the patient had low heart rate without pacing in the 30's. Consequently, the device was reprogrammed according with amplitude. The device was later removed and replaced prior to reaching elective replacement indicator due to physician judgement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. The device had normal battery depletion and meets expected longevity.